Event description:
--

Manufacturer narrative:
Additional information received from the health care professional (hcp) stated there was no oversensing on the patient's electrograms' and the device is working appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) called into boston scientific's technical services (ts) department to inquire about atrial tachy response (atr) episode function for this cardiac resynchronization therapy defibrillator (crt-d). Ts also instructed the hcp on how to print real time to see the atr intervals. While reviewing one of the ventricular tachycardia (vt) events, some noise with cyclic oversensing was discovered on the right ventricular (rv) lead. The noise appeared to be external related, however it resulted in approximately 6 seconds of asystole for this patient. Ts suggested that the hcp review the patient's past medical procedures, chiropractor, tens unit etc. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.